Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test alarm. The customer¿s blood glucose level was 313 mg/dl. The customer reported that insulin pump not delivering properly and they had received failed battery alarm. There was no further trouble shooting was possible for failed battery alarm. The customer declined high blood glucose troubleshooting. The insulin pump will be returned for analysis.